Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were reproduced and confirmed through eval as door not fully latched alarms. This condition was caused by loose link screws. The alarm was resolved during eval by adjusting the screws. The link screws were replaced to correct this condition.